Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested blood glucose levels out of range, sweats, and clammy skin. The cause of peritonitis was unknown. It was reported the patient was hospitalized for the event. It was not reported if the patient was treated for the event. The patient was removed from pd therapy and was transferred to hemodialysis for a month. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unknown date in nov 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.